Manufacturer narrative:
No samples were received for analysis of this complaint. The device history record of reported lot number 4468674 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Investigation summary. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the patient was hooked up to the pump but the patient keeps getting occlusion errors. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.